Event description:
It was reported that the system 9600 would not initialize and displayed error 154 following a procedure and images from the procedure were lost. There was no patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined the hard disk was defective and was replaced. The system was tested and found to be working as intended and placed back into service.